Manufacturer narrative:
1.production process review: it was verified that the raw materials and production process of this batch of hypodermic needles had not been changed, no abnormalities occurred during the production process, and the finished products passed the ex-factory inspection. 2.retained sample inspection: 100 retained samples of hypodermic needles with batch no.: 20250601 and specification: 30g*1/2" were randomly selected for inspection. No needle-penetrating-protective cap phenomenon was found in any sample. 3.root cause analysis:due to limited information provided by the customer, it cannot be determined whether the needle penetrated the protective cap before use or during re-sheathing after drug preparation. Our preliminary analysis of possible causes is as follows: if the needle penetrating the protective cap was found upon opening the package, it may be caused by an individual protective cap not vertically coming down from the chute and being caught by the needle tip, resulting in the needle tip penetrating the protective cap during the protective cap crimping process. During the blister packaging process, the full-inspection operator failed to detect and reject the defective product in time due to the inspection environment and other conditions, leading to its outflow. If the problem was found after use, it may be caused by improper operation during re-sheathing after clinical drug preparation. After use, the needle should be directly disposed of in a sharps container. Re-sheathing the hypodermic needle carries the risk of needle penetration through the protective cap, and such operation (re-sheathing) does not comply with the requirements for disposal of used medical devices.

Event description:
The customer is getting poked through the cap. Left a voice message for ivril, the nurse to answer additional questions about this event.

Manufacturer narrative:
1.production process review: it was verified that the raw materials and production process of this batch of hypodermic needles had not been changed, no abnormalities occurred during the production process, and the finished products passed the ex-factory inspection. 2.retained sample inspection: 100 retained samples of hypodermic needles with batch no.: 20250601 and specification: 30g*1/2" were randomly selected for inspection. No needle-penetrating-protective cap phenomenon was found in any sample. 3.root cause analysis:due to limited information provided by the customer, it cannot be determined whether the needle penetrated the protective cap before use or during re-sheathing after drug preparation. Our preliminary analysis of possible causes is as follows: if the needle penetrating the protective cap was found upon opening the package, it may be caused by an individual protective cap not vertically coming down from the chute and being caught by the needle tip, resulting in the needle tip penetrating the protective cap during the protective cap crimping process. During the blister packaging process, the full-inspection operator failed to detect and reject the defective product in time due to the inspection environment and other conditions, leading to its outflow. If the problem was found after use, it may be caused by improper operation during re-sheathing after clinical drug preparation. After use, the needle should be directly disposed of in a sharps container. Re-sheathing the hypodermic needle carries the risk of needle penetration through the protective cap, and such operation (re-sheathing) does not comply with the requirements for disposal of used medical devices.

Event description:
The customer is getting poked through the cap. Left a voice message for ivril, the nurse to answer additional questions about this event.